Event description:
Same case as medwatch ID# 2900390000-2012-8001. It was further reported the burr used during this procedure was a 1.25mm rotalink plus.

Event description:
Same case as MDR ID# 2134265-2012-03329. It was reported that during a percutaneous coronary intervention (pci) procedure, shaft fracture occurred and later the patient expired. The target lesion was located in the severely calcified circumflex coronary (cx) artery. The physician advanced a rotalink burr over a rotawire floppy to the lesion. During ablation, after an extended period of time, the tip of the wire and the burr broke off and stuck in the calcification in the cx and left in the patient. The procedure was not completed due to this event. The patient was recommended for open heart surgery and sent to the ICU in stable condition. However, due to multiple co-morbidities, the patient has expired. It is the physician opinion this is unrelated to the atherotomy procedure.

Manufacturer narrative:
(B)(4). Age at time of event: (B)(6). Device evaluated my manufacturer: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Updated: age at time of event, describe event or problem, batch/lot/serial, batch expiration date, batch manufacture date, upn, upn search corrected from (B)(4) to (B)(4). (B)(4).